Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 11/27/95 and revised on 6/5/96 due to "migration." In the received info the physician stated that the pt had "noticed a swelling at the base of his penis and in the right side of his scrotum with inflation of the prosthesis, as well as proximal migration of the right cylinder. Also he is complaining of some pain under the glans on the left at the left cylinder. He had similar pain when the [previous implant was place. On examination, he is felt to have an aneurysm of the right corpora." During surgery the presence of a "corporeal aneurysm" was confirmed and repaired. A pump and two cylinders were returned for evaluation. Because qa's examination of the returned components can neither confirm nor disprove the report of a corporal aneurysm, migration, or pain, qa did not perform a microscopic examination. Based on the info received, qa accepts the physician's observations of such as the reason for surgical intervention..

Event description:
Per the info provided to co the device was removed due to "migration". 1/14/97-upon receipt of the physician/surgeon's operative report, it stated,..."a month prior to admission pt noticed a swelling at the base of his penis and in the right side of his scrotum with inflation of the prosthesis, as well as proximal migration of the right cylinder. He is also complaining of some pain under the glans on the left at the tip of the left cylinder. On exam, he is felt to have an aneurysm of the right corpora. Procedure: pt underwent removal of the cylinder(s) and pump component(s) of a 3-piece inflatable penile prosthesis, resection of the aneurysm and placement of non-co mfg cylinder(s) and pump". The co mfg component(s) which were left in place from the implantation surgery are the reservoir and assembly kit component(s).